Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had and the pump had experienced high blood glucose and also had blank display. The customer¿s blood glucose level was 313 mg/dl at time of incident and current blood glucose level was 401 mg/dl. The customer was treated with injection. Customer stated that the display was blank currently. The customer stated that the low blood glucose reading then pump suspend itself and did not come back. The customer was advised to insert new aa battery and the display returned after pump restart. The customer was advised to complete reservoir and tubing process. The insulin pump will not be returned for analysis.